Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a syringe empty message when 5 ml. Remained in the syringe of an unspecified infusion. Although requested additional information in unavailable; there was no patient harm.